Event description:
One hour after patient returned to ICU post-op the PICC line in the upper extremity was noted to have new drainage and leaking at site. Line removed per physicians.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.